Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105 and 204) was confirmed. As received, the monitor failed testing and displayed service code 105 and 204. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry, damaging the u409 processor on the computer / analog (ca) board. The cause of the test failure is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.